Event description:
The manufacturer received information alleging a patient expired while using a bipap a40 in a nursing home. The nursing facility alleges that the device failed to alarm when the device shutdown due to a depleted battery. The manufacturer received from the facility an extract of the device's error log. The review of this extract confirmed that the device alarmed as designed. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a patient allegedly expired while using a bipap a40 in a nursing home. The nursing facility alleges that the device failed to alarm when the device shutdown due to a depleted battery. The manufacturer received from the facility an extract of the device's error log. The review of this extract confirms that the device alarmed as designed. The device was returned to the manufacturer for evaluation. The customer's complaint was not duplicated. The device operated and alarmed to design specifications during testing.